Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. On the date of this report, the patient had been seen by the hcp and the hcp attempted to interrogate the pump with two different programmers and were unable to complete telemetry. The patient had left the hcp¿s office. Troubleshooting done on the call included eliminating/move away from potential sources of interference and change in environment if appropriate. A flipped pump was discussed. However, it was noted the patient had a recent successful refill of the pump. The rep was to contact the patient and the hcp to get further history. Patient symptoms were not reported. Additional information was received from a company representative (rep) indicated there was no further information available and no patient follow-up scheduled. No further complications were reported/anticipated or expected.